Event description:
A customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer received a replacement lid to resolve the issue. The cause of the reported issue could not be determined.